Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure grommet damage due to connector/header issues was noted on the implantable pulse generator (ipg). The ipg was removed and replaced. No patient complications have been reported as a result of this event.